Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd sharps coll aus 1.4l yellow had sliding door that couldn't be closed. The following information was provided by the initial reporter: "it was reported by the customer that the sharps container does not close properly. The catch fails to lock."

Manufacturer narrative:
Investigation summary: no photo, sample or lot number was received with the customer's complaint of lid malfunction. With this limited information, the root cause remains unknown. The supplier was notified of this issue and has assured that there were no quality issues raised with the production of this sharps container within the last year. There is a possible root cause related to distributor handling of this set.

Event description:
It was reported that bd sharps coll aus 1.4l yellow had sliding door that couldn't be closed. The following information was provided by the initial reporter: "it was reported by the customer that the sharps container does not close properly. The catch fails to lock."